Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was still attached to the applicator. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.